Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site after charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.